Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved by reseating the endoscope multiple times. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the hand controls and video were flipped. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the 30-degree endoscope and manually rotating the base to the correct orientation. The customer indicated that the initial troubleshooting attempt was unsuccessful and that the steps had to be performed multiple times before the issue was resolved. The issue was ultimately resolved through reseating the scope multiple times. The procedure was completing as planned with no reported injury.